Event description:
A cartridge change error was reported for the pump, but there was no adverse impact on the customer's blood glucose level. Initially, the customer's attempts to load the cartridge were unsuccessful, even with guidance from technical support. However, after a follow-up with customer support, the customer reset the pump and successfully loaded the cartridge, allowing insulin delivery to resume. The customer received advice on potential causes of the cartridge error and planned to monitor the situation, with no further immediate actions required.